Manufacturer narrative:
Other applicable components are: product ID 3889-28 serial# (B)(4) implanted: (B)(6) 2016 explanted:(B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) the device worked for around six months, but then they had a return of symptoms after multiple falls on their bottom specifically. In an attempt to resolve the issue an x-ray was taken and the patient¿s sensory location was changed on their programs from a rectal/bicycle seat location to an upper buttock and near battery site sensation. The consumer was rotated through multiple programs to try and restore clinical benefit, but ultimately the consumer requested the device be replaced after trying to resolve with reprogramming unsuccessfully. On (B)(6) the consumer underwent a lead revision which clearly showed the old lead had migrated deeper on a lateral image. On that day, a first attempt was made to see if the consumer¿s therapy was restored on (B)(6). At this point it was unknown if therapy was restored, but the rep. Was going to update the event once/if they knew more. No further complications were reported. Relevant medical history includes gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.